Manufacturer narrative:
(B)(4). Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Additional patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The details provided do not indicate a specific date in (B)(6) when the patient had the follow up visit that identified the reported events and therefore the event date chosen was the (B)(6). As reported, the patient underwent placement of a trapease vena cava. Approximately fifteen and a half years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava. Approximately 15 ½ years later, the underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Correction to product code.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava. Approximately fifteen years and six months later, the patient underwent an updated computed tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: a trapease filter was deployed below the renal veins in the vena cava. A vena cavagram confirmed the positioning of the filter as satisfactory. The filter was implanted due to recurrent pulmonary embolism. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately fifteen years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting. The patient also reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient lives with fear that the filter has tilted within the vena cava and perforated outside of it. According to the information received in the redacted amended patient profile form (ppf), the patient further reports fracture of the filter with the fractured filter struts retained within the ivc and became aware of the reported events approximately eighteen years after the filter implantation.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava. Approximately 15 ½ years later, the patient underwent an updated CT scan which revealed that the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). The patient also reports living with the anxiety related to the filter. The patient lives with fear that the filter has tilted within the vena cava and perforated outside of it. The indication for the filter implant was recurrent pulmonary embolism in a patient with recent abdominal surgery and therefore anticoagulation therapy was contraindicated. The filter was placed via the right femoral vein and deployed, without drifting, below the level of the renal veins. A vena cavagram confirmed the positioning of the filter as satisfactory. The patient reportedly tolerated the procedure well and was transferred to the recovery area in stable condition. Additional information provided by the patient indicated that there were fractured filter struts retained within the ivc that the patient became aware of approximately eighteen years post implant. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture, tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, a patient underwent placement of a trapease vena cava. Approximately 15 ½ years later, the patient underwent an updated CT scan which revealed that the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). The patient also reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient lives with fear that the filter has tilted within the vena cava and perforated outside of it. The indication for the filter implant was recurrent pulmonary embolism in a patient with recent abdominal surgery and therefore anticoagulation therapy was contraindicated. The filter was placed via the right femoral vein and deployed, without drifting, below the level of the renal veins. A vena cavagram confirmed the positioning of the filter as satisfactory. The patient reportedly tolerated the procedure well and was transferred to the recovery area in stable condition. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava. Approximately 15 ½ years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: a trapease filter was deployed below the renal veins in the vena cava. A vena cavagram confirmed the positioning of the filter as satisfactory. The filter was implanted due to recurrent pulmonary embolism. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately fifteen years and six months post implantation. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc) and tilt. The patient also reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient lives with fear that the filter has tilted within the vena cava and perforated outside of it.